Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Examination of the returned device revealed evidence of clinical use and there was an indention in the teflon pad. The device was connected to a scalpel generator. The scalpel was tested and passed the initial testing. The device was successfully activated with the foot pedals and buttons. Each button was tested ten times. Each time the min or max button was pressed, the device activated and at no time during testing did the device or the buttons stop working. The ability of the device to cut and coagulate was tested using the same generator with min and max settings of 3 and 5 respectively and liver as the test medium. The device passed all cut and coagulation testing. Cutting/coagulation effectiveness is related to various factors such as, but not limited to, power level (generator settings) and surgical technique. The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure using an ultrasonic scalpel, "the device cut but did not seal." The patient had 800ml of blood loss due to a vein being cut but not cauterized. The procedure was originally planned as an outpatient procedure, but the patient had to be admitted over night. The patient is currently in stable condition.